Manufacturer narrative:
Analysis determined that both leads had confirmed conductor breaks at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 13-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of intermittent stimulation on and off. It was reported that the patient had several falls that may have led or contributed to the issue. It was reported that an impedance check found that both leads had great than 10,000 impedances on multiple electrodes. A follow-up "appoint" is scheduled with the patient¿s doctor to replace the leads. The issue was not yet resolved at the time of the report. No surgical intervention has occurred, but surgical intervention is planned, just not yet scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_tlock_anchor, lot# unknown. Product type accessory, product ID ne u_tlock_anchor, lot# unknown. Product type accessory, product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018. Product type lead, product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018. Product type lead. A supplemental report will be sent when analysis results are available. Leads (B)(4) and (B)(4). Conclusion code no longer applies. Method code no longer applies. Results code no longer applies. If information is provided in the future, a supplemental report will be issued.